Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a lead pull, the patient had mess with some of the bandaging and the lead was exposed. The nurse practitioner believed that it was a little bit red and inflamed. The patient was prescribed antibiotics and was doing well.